Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure (ess205) (batch no. 621688) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's medical history included overweight, treatment noncompliance, blurry vision, swelling of limbs and fatty liver. Current weight (B)(6). Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included blood pressure high and swelling. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain / right side of pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("vaginal pain") and arthralgia ("pain joint pain"). In 2007, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient was found to have weight increased ("weight gain"). In 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vulvovaginal mycotic infection ("(bladder/ urinary tract/vaginal) type: yeast") and feeling abnormal ("neurological conditions or problems type: brain fog"). In 2013, the patient experienced acne ("rashes or skin conditions type: acne"). In 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6)2018, the patient experienced mood swings ("hormonal changes describe: mood swings"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced migraine ("migraine"). The patient was treated with bacitracin zinc; polymyxin b sulfate (antibiotic ointment), codeine, iron, lisinopril, lorazepam, paracetamol (tylenol), tramadol and surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage, mood swings, urinary tract infection, vulvovaginal mycotic infection, anxiety, depression, acne, endometriosis, tooth disorder, dysmenorrhoea, dyspareunia, alopecia, feeling abnormal, weight increased, vulvovaginal pain, arthralgia and migraine outcome was unknown. The reporter considered acne, alopecia, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted essure insertion date: (B)(6)2006 & (B)(6) 2007. The procedure was technically difficult due to difficulty visualizing the ostia, poor distention of the uterus and equipment failures, however, the procedure was completed. After several of the essure catheters failed, we were able to place the coils in adequate placement. At the end of the procedure, there were two coils on the right side and two coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs and mr was received lot number, event abnormal bleeding (vaginal),menorrhagia, hormonal changes describe: mood swings, infection (bladder/ urinary tract/vaginal) type: urinary tract, yeast, psychological or psychiatric problems condition: anxiety, depression, rashes or skin conditions type: acne, reproductive system disorder or condition type of disorder or condition: endometriosis, dental problems, dysmenorrhea (cramping), genital bleeding, migraine dyspareunia (painful sexual intercourse), hair loss, neurological conditions or problems type: brain fog, pain, weight gain, arthralgia, device monitoring procedure not performed, race, new reporter information, patient details, medical history, product information were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure (ess205) (batch no. 621688) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's medical history included morbid obesity, blurry vision, swelling of limbs and fatty liver. Current weight: 265 lbs. Previously administered products included for an unreported indication: oral contraceptive pills and depo-provera. Concurrent conditions included blood pressure high and swelling nos. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain / right side of pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("vaginal pain") and arthralgia ("pain joint pain"). In 2007, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient was found to have weight increased ("weight gain"). In 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vulvovaginal mycotic infection ("(bladder/ urinary tract/vaginal) type: yeast") and feeling abnormal ("neurological conditions or problems type: brain fog"). In 2013, the patient experienced acne ("rashes or skin conditions type: acne"). In 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2018, the patient experienced mood swings ("hormonal changes describe: mood swings"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced migraine ("migraine"). The patient was treated with bacitracin zinc;polymyxin b sulfate (antibiotic ointment), codeine, iron, lisinopril, lorazepam, paracetamol (tylenol), tramadol and surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, vaginal haemorrhage, mood swings, urinary tract infection, vulvovaginal mycotic infection, anxiety, depression, acne, endometriosis, tooth disorder, dysmenorrhoea, dyspareunia, alopecia, feeling abnormal, weight increased, vulvovaginal pain, arthralgia and migraine outcome was unknown. The reporter considered acne, alopecia, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted essure insertion date : (B)(6) 2006 & (B)(6) 2007. The procedure was technically difficult due to difficulty visualizing the ostia, poor distention of the uterus and equipment failures, however, the procedure was completed. After several of the essure catheters failed, we were able to place the coils in adequate placement. At the end of the procedure, there were two coils on the right side and two coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 621688) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications at the time of essure insertion-procedure was technically difficult" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included morbid obesity, blurry vision, swelling of limbs and fatty liver. Current weight 265 lbs. Previously administered products included for an unreported indication: oral contraceptive pills and depo-provera. Concurrent conditions included blood pressure high and swelling nos. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced genital haemorrhage ("excessive bleeding"). In 2007, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain / righ side of pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("vaginal pain") and arthralgia ("pain joint pain"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient was found to have weight increased ("weight gain"). In 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vulvovaginal mycotic infection ("(bladder/ urinary tract/vaginal) type: yeast") and feeling abnormal ("neurological conditions or problems type: brain fog"). In 2013, the patient experienced acne ("rashes or skin conditions type: acne"). In 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2018, the patient experienced mood swings ("hormonal changes describe: mood swings"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced migraine ("migraine/migraines / headaches"). The patient was treated with bacitracin zinc;polymyxin b sulfate (antibiotic ointment), codeine, iron, lisinopril, lorazepam, paracetamol (tylenol), tramadol and surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, genital haemorrhage, vaginal haemorrhage, mood swings, urinary tract infection, vulvovaginal mycotic infection, anxiety, depression, acne, endometriosis, tooth disorder, dysmenorrhoea, dyspareunia, alopecia, feeling abnormal, weight increased, vulvovaginal pain, arthralgia and migraine outcome was unknown. The reporter considered acne, alopecia, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted essure insertion date : (B)(6) 2006 & (B)(6) 2007 the procedure was technically difficult due to difficulty visualizing the ostia, poor distention of the uterus and equipment failures, however, the procedure was completed. After several of the essure catheters failed, we were able to place the coils in adequate placement. At the end of the procedure, there were two coils on the right side and two coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: plaintiff fact sheet received. Event complications at the time of essure insertion-procedure was technically difficult was added. Event genital hemorrhage made non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.